Event description:
During baxter's functionality testing of a spectrum pump, the device displayed a constant downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced. Evaluation found the current reading of the downstream sensor was found out of specification. Elevated signal levels can cause false downstream occlusion alarms. The device was calibrated to ensure proper occlusion detection.